Manufacturer narrative:
(B)(6) 2020. (B)(4). Pictures of malfunction was provided by the customer. Affected part requested to be returned for investigation.

Event description:
Isolation transformer - 110v ergojust cart - electrical cord on the power bar for portable cart caught fire while in use. No one was injured or hurt.

Manufacturer narrative:
Follow up report 001 (ref natus complaint no (B)(4)) investigation results: model: abc300-11med is an off the shelf part purchased from amtek/powervar to be used with the ergojust cart isolation transformer. Investigation to the burnt cable on amtek/powervar model abc300-11med, part# 93050-53r, s/n (B)(6). (Iso-na-ej, isolation transformer with ergojust cart). Visual inspection of the unit received shows, missing cable clamp and 2 screws for cable clamp connector part of nema-15 leviton plug. Cable condition appears to be the same as pictures previously sent illustrating a burnt jacket appearance at exit of plug. Visual investigation upon arrival shows a melted cable outer jacket. Melted plastic jacket appearance shows the jacket may have been externally penetrated and pinched or cut. Nothing shows a definitive reason for jacket damage. Damage is localized to immediate area of melted jacket. Nema 15 connector shows no damage. Green (ground) wire was removed first. 5 strands of green wire were severed as wire entered wire connection clamp. This could be due to wire movement when damaged cable was inspected or due to connector clamp force. Broken strands did not have impact to burnt investigation area. White wire was removed next with no damaged strands. Upon removing the white wire a portion of the black wire fell out of the cable. The black (ac - live) wire was separated at the burn point. Shape of the black wire end is compressed as if something had pinched it. The end was squashed. Not much could be determined due to the heat melted plastic covered over the wire ends and the wire was fused. The copper wire ends were melted to a rounded point so a cut surface could not be found. Inspection of several units in manufacturing show no cable integrity breach. Cable is certified to the standards: ul e-111452 sjtow 18/3 ft-2 sjtow - (source: csa c22.2 no.49). Root cause/probable root cause: it appears something pinched the cable causing the inner black (ac-live) wire to fuse when current passed through it. This caused the wire to get hot at the pinch point and melt the wire and cable jacket. Eventually the wire acted like a fuse and opened. The melted cable and wire jacket then covered the wire ends. Neither the green nor white wire showed any insulation or wire deformation at the point of the black wire melting. The green wire did have a black mark from the heat and melting of the black wire. The white wire had no damage. Cause of cable cut/pinch cannot be found. This cable was installed at the customer site in (B)(6) 2018, so it is assumed it happened at the customer site since they have been no incidents prior. CAPA and complaint trending review: complaint and CAPA review shows no complaints or CAPA's for this issue. Risk management file review: per doc-010378 rev 41 eeg/psg risk analysis hazard ID 2.1 hazard fire- range from clinically insignificant to major injury from burns. Residual risk is 11 (medium) and acceptable. The hazards identified have been evaluated and found to be in compliance with a known standard. As noted in qms-000018 risk management system procedure, hazards that have been evaluated and found to be in compliance with known standards can be presumed to be consistent with an acceptable level of risk, yielding an acceptable risk / benefit to the patient or user. Risk outweighed by benefit of use of device. Closure rationale: no action necessary, isolated incident, monitor for future occurrence. Complaint will be included in trending data for further review and investigation if needed.

Event description:
Isolation transformer - 110v ergojust cart - electrical cord on the power bar for portable cart caught fire while in use. No one was injured or hurt.